Event description:
It was reported that most of the contacts on the patient's lead had high impedances. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, patient has effective therapy.